Event description:
It was reported that during an esophagectomy procedure, the acral part of the tissue pad began to detach during use. When the doctor touched the tissue pad, it had fallen off. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the detached piece of tissue pad was missing outside of the patient's body. No pieces were left in the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.